Event description:
Son refuses to wear his bedwetting alarm claiming it is giving him shocks when he is bedwetting. I was not sure how this happened. The manufacturer says that this is because it was exposed to urine. However, the alarm was new and the shocks started right out of the box. It is a defect in the alarm, not the way it was used, I put the alarm sensor in my hand and put it under tap water, I could feel a shock as well. So this can't be used for my sons treatment as its unsafe. FDA safety report ID # (B)(4).